Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to an unspecified infection. The patient was admitted and completed the second half of pd treatment at the hospital. Upon follow up with the patient¿s pd registered nurse and review of previous correspondence, it was reported this patient was hospitalized on (B)(6)2024 following abdominal pain and hazy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus epidermidis and pseudomonas aeruginosa in the culture and a wbc count of 793/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000mg and ip ceftazidime at 2000mg (frequency and duration not reported) to address her infection. The patient was able to initially undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference for renal replacement therapy in the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection as she was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for renal replacement therapy for the duration of admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis when she is discharged with a plan to return to ccpd therapy on the same liberty select cycler upon resolution of infection.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and hazy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in asepsis during ccpd therapy as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of microorganisms that are part of the normal flora of human hands and skin (staphylococcus), as well as opportunistic nosocomial pathogen that infects immunocompromised patients (pseudomonas). Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to an unspecified infection. The patient was admitted and completed the second half of pd treatment at the hospital. Upon follow up with the patient¿s pd registered nurse and review of previous correspondence, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and hazy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus epidermidis and pseudomonas aeruginosa in the culture and a wbc count of 793/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000mg and ip ceftazidime at 2000mg (frequency and duration not reported) to address her infection. The patient was able to initially undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference for renal replacement therapy in the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection as she was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for renal replacement therapy for the duration of admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis when she is discharged with a plan to return to ccpd therapy on the same liberty select cycler upon resolution of infection.